Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose of 600mg/dl with trace ketones, increased thirst /increase urination, and lethargy. During troubleshooting, customer support found that the date in the pump was incorrect, but the time was correct. A review of the bolus totals for the last 3 days found that they do not match (>5% different). This complaint is being reported as the patient experienced hyperglycemia and the discrepancy in the bolus history was not accounted for.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/23/2015: the device was returned to animas and evaluated by product analysis on (B)(4) 2015 with the following results. No defect was found. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Performed a normal 10u bolus and a 10u audio bolus. Both were fully delivered and accurately recorded in the pump history. No hypersensitive keys were observed. The tdd correctly showed 20.0u for boluses. The black box shows a manual date change from (B)(6) 2015 11:38 to (B)(6) 2015 11:38. Bolus totals in bolus history are consistent with bolus totals in total daily dose history at time of reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.